Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00195; 941-01-40g, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - dr completed I&d where removed liner & headball & implanted new.